Event description:
The pt was implanted with her scs system on (B)(6) 2005. It was reported that the pt was experiencing intermittent overstimulation. The leads were tested intraoperative and found to be within spec. The pt's ipg and leads were explanted on (B)(6) 2008 and returned to ans for eval. The pt did not receive a replacement system. No further info is available.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg has a cut to the antenna silicone but passes all functional testing including the saline test (which tests for possible overstimulation). Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.